Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported event appears to be due to procedural circumstances, as the patient went into heart block when a non-abbott wire crossed the aortic valve prior to insertion of the navitor valve. The reported surgery and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant in a patient with existing rbbb. The length of the patients septum was 2.4mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, as the straight wire crossed the aortic valve, the patient went into complete heart block. The valve was able to be successfully implanted at a depth of 3mm ncc and 4mm lcc. Post-procedure, a permanent pacemaker was implanted in the patient. This resulted in an extended stay at the hospital. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.